Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have influenced the reported issues. Based on the available information, the reported atrial perforation was due to a combination of challenging anatomy and procedural conditions. The reported respiratory distress was a result of the reported atrial perforation; therefore, due to procedural conditions. The reported patient effects of atrial septal defect requiring intervention and respiratory failure as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report atrial perforation, respiratory distress, and medical intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2. It was noted dense septum; and therefore, the trans-septal puncture had to be supported by an electrocautery . A steerable guide catheter (sgc) was advanced to the mitral valve, and one clip was deployed in the a2/p2. The sgc was removed; however, imaging showed a right to left shunt. The patient experienced respiratory distress which was treated with higher oxygen concentration and adapted ventilation parameters. The atrial perforation was treated with an amplatzer closure device. The patient is stable. One clip was implanted, reducing mr to <1. There was no clinically significant delay in the procedure. No additional information was provided.